Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-16593. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii and lymphadenopathy. Photo evaluation visual analysis of the photographs identified: ¿ anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ depression: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported via company representative "pain and pressure sensitivity in breast and capsular contracture" baker grade iii, "silicone leakage", "enlarged lymph nodes", "device recall", "patient had depression for the risk to develop cancer". Later company representative reported "feeling of pressure and pain, tenderness, diagnosis of rupture and misalignment of the implant with corresponding anisomatria as well as severe capsular fibrosis. Anxiety since learning "[about device recall]"". This record is for the left side. The device has been explanted.